Event description:
Sales consultant reports pt has history of non-union for humerus fracture. Pt was originally treated for fracture in (B)(6) 2011. It is not known at this time if the pt was implanted with any hardware in (B)(6) 2011. On (B)(6) 2012, pt was returned to the operating room for implantation of 4.5 mm narrow lcp plate and screw construct. During a routine follow-up appointment on an unknown date, x-ray revealed a non-union. Pt was then returned to the operating room on (B)(6) 2012 for removal of all hardware due to non-union. Surgeon suspect infection and pathology is scheduled to be done. Surgeon will not revise pt to additional hardware until the infection is cleared. This is #2 of 9 reports for the same event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10, 6 is achievable when the ifus are employed.